Manufacturer narrative:
Analysis was normal. No anomalies were found

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a lead implanted. The next day, the asymptomatic patient appeared for a post-operative check-up and it was determined there was no capture at maximum output and there was r-wave variability; the conclusion was the lead was dislodged. The physician elected to explant and replace the lead. The patient was stable before, during and after the procedure and will be followed normally.